Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
It was reported that the patient missed a refill. The patient noted that she had cancelled her refill appointments on (B)(6) 2013 because the health care provider (hcp) had requested half of the balance she owed on her bill, and the patient was having financial difficulty. The hcp subsequently dismissed her as a patient and the hcp would not refer her to another pain pump doctor in the area. The patient noted that on (B)(6) 2013 the pump started to alarm; on (B)(6) 2013 the critical alarm started, and the patient was hospitalized on (B)(6) 2013 due to getting very sick and having withdrawal. The patient was still in the hospital and had been given intravenous (IV) dilaudid, then switched to oral medications to manage her pain. The hospital was pending her discharge until she could schedule and appointment with a pump doctor to have the pump refilled. The patient stated the pump was empty and was still alarming. Financial assistance information was provided to the patient. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.